Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive, and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible. Additional information provided in h.6. And h.11.

Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on the catheter when inspected. Differing lot numbers. Required intervention was reported. Lot numbers with leaking reported on this patient: 11595437, 1159537, 11554080, 1159537. Ref reports: mw5169933, mw5169935.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed. The medwatch report included lot# 1159537, but is not a lot number in our system. This report represent lot #11595437 which was included in the complaint description.